Event description:
The primary procedure was done without adverse incidents, using postero lateral approach. However in the ward post-op, the patient dislocated anteriorly the evening of the same day. The surgeon booked a revision for the next day. The stem was revised to a larger stem with less anteversion. The patient is now stable.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.